Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around 3 days later, computed tomography (CT) of chest, abdomen and pelvis with intravenous and oral contrast performed and compared with previously performed computed tomography (CT) abdomen. There were filling defects seen within the left segmental pulmonary arteries consistent given history of pulmonary emboli. An infra renal inferior vena cava filter was seen. Approximately five years and one month later, computed tomography (CT) of abdomen and pelvis without IV nor oral contrast was performed to evaluate the inferior vena cava filter. There was an inferior vena cava filter in the infra renal portion of the inferior vena cava. The cranial aspect of the filter was at the level. Superior extent of the caval filter was at disc space. Inferior extent was at superior vertebral body. There were 3 posterior prongs that extended beyond the inferior vena cava. Two prongs had appeared to be within the right psoas muscle. A total of 6 prongs have perforated the inferior vena cava with maximum distance of 4 mm. Coronal images showed approximately 5-degrees tilt left to right. Sagittal images showed 2-degrees tilt posterior to anterior. A prong had perforated the duodenum. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.